Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe luer-lok¿ has plunger damage. This occurred on 74 separate occasions. No serious injury or medical intervention was reported.

Event description:
It was reported that bd plastipak¿ syringe luer-lok¿ has plunger damage. This occurred on 74 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the incident was observed. The sample sent by the customer were verified and it was not possible observe the reported defect. After that sample evaluation and complaint description it was not possible confirm the occurrence.